Event description:
Additional information received that the coil was implanted but not properly positioned and dr complaint it¿s not smooth during the implant and use more push. The coil came out of the introducer sheath smoothly, but get stuck when delivery to the distal part of rebar also during the implant. There were no issues that resulted in the coil kink/damage that was found. This event is an auto detach during the hard push inside the ccf.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 105-5081-153 (lot: b670950). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid-cavernous fistula (ccf) embolization procedure, an axium coil became stuck in the rebar-18 cat heter, leading to improper auto detachment in an unintended position. The physician spent 2-3 hours addressing the issue by removing the coil, re-accessing the site, and replacing it with a new coil. The coil experienced resistance and was stuck in the distal part of the catheter, and the coil was kinked and damaged. The coil was not implanted in the intended location, and another coil was used to adjust the prematurely detached coil to the ccf lesion. The continuous flush was administered during the procedure. The coil remained in the patient, and no surgical or medicinal intervention was required. No patient symptoms or complications have been reported as a result of this event. The patient's blood flow was normal and vessel tortuosity was moderate.